Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and to contact support if any issues reoccurred, which was acknowledged and understood by the customer.